Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. No kinks or bends were noted to the returned iabc. The hemostasis cuff (proximal side) was noted discon-nected from the iabc bifurcate; the hemostasis cuff was reconnected to the iabc bifurcate with-out any difficulty. No loose connection was noted. Dried blood was noted on the exterior surfaces of the returned sample. A small amount of dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0069in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately de-tected from the bladder membrane. Under microscopic inspection, two leak sites consistent with contact from a sharp object were noted at approximately 9.3cm and 9.6cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iabc "balloon cannot inflate completely" is confirmed. During the in-vestigation, two punctures consistent with contact from a sharp object, were found on the iabc bladder, which allowed blood to enter the helium pathway. The damaged bladder could cause incomplete inflation of the balloon. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leaks. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely, change the new catheter." No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely, change the new catheter." No patient injury or consequence reported. The patient's current condition is reported as "fine".